Manufacturer narrative:
A software investigation was initiated. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. Frame movement still suspected to be the likely cause of the issue. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection there was an alleged inaccuracy. When navigating to a previous craniotomy hole (from a previous surgery) the surgeon was allegedly 7-10mm inaccurate. This same point was accurate immediately following registration when non-sterile. It only appeared inaccurate upon introducing the sterile navigation instruments and draping. The site switched the frame and the probe with the site's second navigation instrument cranial tray. But upon switching, experienced the same alleged 7-10mm superior inaccuracy. There was no delay to the procedure. There was no reported impact on patient outcome.